Event description:
On n6/29/92 the patient had bilateral total knee arthroplasty performed. On admission to pacu, the autoclave systems were in place. When the pacu staff nurse attempted to reinfuse the collected blood, clots were noted in the blood bag and in the administration tubing. Anticoagulant had been instilled into the unit according to the manufacturer's instructions. The patient was infused with blood other than his own due to this problemdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: manufacturing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.